Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. On (B)(6) 2023 customer alleged received sensor glucose vs. Blood glucose, change sensor/bad sensor alarm and cal error/ calibration not accepted. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and found sensor flex bent. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor failed per specification, (open trace) electrical interruption in the sensor circuit. Unable to continue with functional test due to sensor being bent. In summary, the customer complaint of unexpected sensor alerts was unable to be verified. Found sensor with physical damage. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced discrepancy between sensor glucose and blood glucose, change sensor and calibration not accepted. The customer¿s sensor value was 2 mmol/l while blood glucose value was 7 mmol/l at the time of the incident. The customer reported no adverse event. Customer was advised sensor may no longer be responding to glucose changes. The event involved product(s) mmt-7020c4. No product return is expected for mmt-7020c4.